Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "either during pd therapy or involving the non-baxter pd catheter". The patient was not hospitalized for the event. The patient was treated with vancomycin (1000 mg intraperitoneal) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued, and the patient transitioned to hemodialysis on an in-center basis for therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.